Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced unspecified hypoglycemia symptoms and required administration of glucogel provided by the healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 5 (indicating normal termination). Observed no failure modes upon visual inspection of the plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Additional testing has been performed for this issue and poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced unspecified hypoglycemia symptoms and required administration of glucogel provided by the healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.